Manufacturer narrative:
Failure analysis confirmed the insulin pump was received with no button response due to corroded keypad traces. Analysis was unable to confirm unexpected battery out limit alarms due to keypad anomaly. No moisture damage noted on electronic assy during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the insulin pump had keypad anomaly and moisture damage. He stated the numbers on the keypad were not scrolling. Customer's blood glucose was 285 mg/dl. Father stated the customer went inside the pool with the insulin pump. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.